Event description:
It was reported the customer contacted us to report an observation during removal of a 20cm midline catheter. Upon removal, the 15cm marking was visible, with no further distal markings noted. Approximately 1.5cm of the catheter extended beyond the 15cm mark. There were no jagged edges or visible signs of shearing. The inserter. Confirmed that the midlines used are not trimmed prior to insertion. As a precaution, the patient has been asked to return for imaging to confirm whether any portion of the catheter remains in situ. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 07/31/2025: PICC insertion date: (B)(6) 2025. Was inserted at one hospital in ot and removed at another hospital surgical ward. The patient underwent a scan and there was no evidence of any remaining midline in situ.